Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the cartridge luer lock connection and the infusion set tubing. The customer's blood glucose (bg) level was in the 200's mg/dl range and a manual injection was administered to address the bg level. Tandem technical support advised the customer to prime out the air bubbles to address the issue.